Event description:
The customer contacted the company's customer experience team via live chat to report that they had been trying unsuccessfully to remove the device for approximately two days. This was not the first time the customer had used the device, and the customer reported experiencing previous difficulty with removal. The company's customer experience team provided live chat assistance, and sent follow up emails to the customer with additional troubleshooting tips. The company's customer experience team also attempted to follow up with the customer twice via phone without success. Over the course of the next several days the company made additional good-faith efforts to contact the customer via email, also without success. Approximately three weeks later the customer emailed the company to confirm that they had sought medical assistance for removal of the device at a local urgent care on the date that they initially reached out. The customer stated that it took their treating provider "five or six attempts" to remove the device. The customer reported that they experienced "scrapes and some internal bleeding" due to the multiple removal attempts, but did not report experiencing any other adverse symptoms during or after removal of the device. The company advised the customer to discontinue their use of the device and follow the instructions of their treating provider. The submission of this report is not an admission by the company that the use of the device in question caused or contributed to the customer event.